Event description:
In 2007, the patient was treated with two gore excluder aaa endoprostheses. The patient experienced renal failure and paralysis within twenty four hours of the endovascular procedure. The renal failure was attributed to the contrast used in the endovascular procedure, and the paralysis was attributed to the covering of an abnormal spinal artery.

Manufacturer narrative:
A review of the manufacturing paperwork has b een conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted pxc121200 / 05127950.